Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing ref: 3008452825-2019-00614, 2030404-2019-00115. During left atrial geometry, the patient became hypotensive. A pericardial effusion was confirmed by ultrasound exam. A pericardiocentesis was performed and the patient stabilized.